Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the aic was connected through the ac power and turned on; however, the reported failure mode alarm (battery failure) occurred, and the complaint was reproduced. The original batteries were replaced with a set of good batteries. Once the controller was booted all battery related alarms were cleared. The root cause of the battery failure alarm was due to depleted batteries. Batteries were depleted over time because they were not routinely charged by the customer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preventative maintenance the automated impella controller (aic) exhibited battery failure. The customer did not request a replacement device and there was no patient involvement.